Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full defib functionality testing and manual 30j self test without duplicating the report. Review of the device log shows that the user had the device in an incorrect setting. The sync on/off button was activated, which does not allow the device to shock unless in it changed into cardioversion mode. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.